Manufacturer narrative:
Based on device settings, the device met the expected longevity. The battery was sent to the vendor. No anomalies were found. The cause of drop in battery voltage and the premature battery depletion could not be determined.

Event description:
It was reported that the device could not be interrogated. Premature battery depletion suspected. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.